Event description:
Pt has been on dialysis with baxter machines, 3 times per week. In october pt had 3 reactions in one week, and the third reaction was most severe. Pt lost control of all bodily functions. Dr gave shots of benadryl to alleviate symptoms. The drs said pt had an allergic reaction to the chemicals used to clean the dialysis machines. Pt has to use a new machine every time, and has since not had any more adverse reactions.